Manufacturer narrative:
Concomitant medical products: product ID: dtmb1d1 crt-d, implanted: (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited insulation erosion. The lv lead was capped. No patient complications have been reported as a result of this event.